Manufacturer narrative:
Product #1 pi main [pi-2020-0187146-01] the patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended and later the ipg was unable to communicate with external devices. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.